Manufacturer narrative:
Batch review performed on 23-04-2025 lot 2247367: (B)(4) items manufactured and released on 26-04-2022. Expiration date: 2027-04-05. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year and 8 months from primary, the patient came in reporting laxity and the cause of the laxity is unknown. The surgeon resurfaced the patient's natural patella and revised the poly (10mm to 14mm). The surgery was completed successfully.